Manufacturer narrative:
The reported event of crm 7002085010 -nuisance ail when infusing blood products file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was a patient involvement.

Event description:
The customer reported that their pump modules alarm for "air in line" when infusing blood products but not with other fluids. There was no report of patient harm.